Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient's ins moved a lot about a year after it was placed (in 2014) and that it was too close to the surface of the skin. Then it didn't move at all for a while and later it moved a lot (in 2016). If the patient bent over they could see the wires. The ins was placed in their buttocks as the patient was too skinny to place it in their back. They noted that the ins was almost coming through their skin. No further complications reported.